Event description:
It was reported that a bone screw that was part of a recall, was implanted in a patient.

Manufacturer narrative:
Device remains implanted. Users failed to follow instructions. No additional information to report.